Manufacturer narrative:
The ufr was the only information for this case, the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: a reboot is the specified device behavior to overcome interrupts in the processing of sw routines that can't be rectified by other means. To set all processes back to a controlled state, the device briefly powers off and back on, the breathing system will be opened to ambient to allow spontaneous breathing. The user is alerted by means of a corresponding alarm. Under consideration that the reboot can remedy the error condition (as it was the case in the particular event, obviously), the device will resume ventilation with previous settings after approx. 12 seconds. The device responds to various conditions with a reboot, and these do not only includes technical issues but also use error, infrastructure issue and others. For the particular case is not known which deviation triggered the reboot. It is thus recommended to have the device checked by trained service personnel and to have it repaired if necessary.

Event description:
Dräger received an ufr in which it was reported that the device performed a reboot during a running ventilation episode whereupon the users decided to replace the device in a controlled maneuver. As per report, the vital signs of the patient remained stable throughout the course of event; no health consequences have occurred, finally.